Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose (bg) levels declined to 3.4 mmol/l (61.2 mg/dl) while wearing the pod for 72 hours. The patient lost consciousness and the patient's daughter reports they 'had to resuscitate them because their heart stopped while they were unconscious'. The patient was taken to the hospital via ambulance and bgs were rising. The patient's bg levels were again tested when they arrived at the hospital and bgs were stable. No specific treatment information was provided, just that the patient was kept for observation and made sure no injuries were suffered from being resuscitated. The patient was released after 5 hours.